Manufacturer narrative:
(B)(4). The patient was reported to have experienced peritonitis on an unreported date in (B)(6) 2014. A batch review was conducted for potentially associated lot numbers h13j04064, h14a07064 and h14b28035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route and frequency not reported). The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.